Event description:
It was reported that the analyzer was generating error messages. The analyzer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has "lost communication" error message at systems test. Device will not initialize. Device found out of electrical specification.

Manufacturer narrative:
Evaluation summary: (B)(4) device has "lost communication" error message at systems test. Device will not initialize. Device found out of electrical specification. Further analysis was performed on the device. This analysis found that the failure mode was confirmed as fractured solder joints between the connector and power and digital printed circuit board assembly.